Manufacturer narrative:
The device was repaired and returned to the manufacturer loaner stock.

Event description:
It was reported that during testing conducted at the manufacturer facility the device would not go into safe mode, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.